Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported by the patient as a result of a legal claim that allegedly in (B)(6) 2018 the patient had a cartiva implanted in her right big toe and approximately 6 months post implant she began experiencing pain. It is further alleged that she was revised with another cartiva device in (B)(6) of 2020. Patient has continued to experience pain post-revision and may be indicated for a second revision.

Event description:
It was reported by the patient as a result of a legal claim that allegedly in (B)(6) 2018 the patient had a cartiva implanted in her right big toe and approximately 6 months post implant she began experiencing pain. It is further alleged that she was revised with another cartiva device in (B)(6) 2020. Patient has continued to experience pain post-revision and may be indicated for a second revision.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.